Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01oct2018. (B)(4). Philip's international service technician confirmed the touchscreen issue. The service technician replaced the touchscreen, performed a calibration of the new touchscreen, performed an operating test and electrical safety test and the unit passed.

Event description:
The customer reported an intermittent touchscreen problem. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.